Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a low leak co2 rebreathing risk alarm occurred. It is unknown if the unit was in patient use at the time of the reported issue. There was no patient or user harm reported.

Manufacturer narrative:
Information was received that the customer repaired the flow sensor to resolve the reported issue. The device passed required performance verification tests by philips standards and was returned to service.